Event description:
Additional information was received from a rep. The rep reported that the issue resolved with a new antenna.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having to recharge 2 times a day. Calculation shows 1.3 day recharge interval. Recharge data showed patient recharging the night of 5/24 to 80% but by next morning, patient was recharging from 20 to 90% on 5/25. Recharge session today showed patient at 0% and it went up to 40% in about 10 minutes and then 50%. Technical services(ts) suggested perhaps trying cycling. Patient is on dtm programming, thus other paraments are not available to adjust, unless dtm is not used. Impedance is normal at 700-1500 ohms. Ts told manufacturer representative (rep) there isn't much that can be done at this point other than trying cycling. The issue was not resolved through troubleshooting. The reason for the patient having to charge twice within 24 hours is still unknown. Her intensities do not exceed 3.5 ma with impedances in the 700-1500 range throughout both leads which would typically give a patient a recharge interval >24 hours. To help resolve this issue, rep programmed dtm using different electrodes on the lead. At this point, it is unknown if this has resolved the issue. Rep will follow up early next week to find out. The information has not yet been confirmed with the physician because the healthcare provider (hcp) is currently on vacation, but rep will be sure to confirm it with him at the beginning of next week. The patient having to recharge twice a day is an issue, but was not the most urgent issue that rep reported. When the patient arrived, her battery was fully depleted. Rep confirmed this by checking the controller and also trying to interrogate her battery with my tablet. She did bring her recharging equipment, so rep instructed her to recharge her battery in the room. Within 10 minutes, her battery went from 0% to 40%. After rep saw this, rep interrogated again and my tablet also showed that her battery was at 40%. The rep has never seen a battery jump from 0%-40% like with hers which makes the rep wonder if that is related to why her battery is draining quicker than it should. Reviewed with caller it is unclear why the pt was able to charge from depleted to 40% within ten minutes yesterday. Advised the caller continue to have pt charge and pull reports/files/check recharge states next time they meet.